Event description:
Info received indicates pump experienced error code 45.

Manufacturer narrative:
Error code 45 was not found in the pump history log. (B)(4) performed multiple tests on pump. The pump ran normally with no errors or alarms. (B)(4) could not be confirmed. The pump software was upgraded. (B)(4) is part of recall number z-1868-2011.